Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the cma procedure with 2% local anesthesia and local sedation. When proceeding with the incision extension of more than 2.5 cm of some cysts on the back of the patient in prone position, the cutter ignited that caused fire to the chlorhexidine gauze which had been in close proximity causing a serious incident however, it quickly goes out. The entire system was checked, finding no fault in the system (grounding installed, plate installed, and at no time has the device given any alarm signs). The patient was visually checked and does not present any skin lesions. The patient did not felt any pain or burning anywhere in the body. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the cma (outpatient major surgery) procedure with 2% local anesthesia and local sedation, when proceeding with the incision extension of more than 2.5 cm of some cysts on the back of the patient in prone position, the cutter ignited that caused fire to the chlorhexidine gauze which had been in close proximity causing a serious incident; however, it quickly goes out. The entire system was checked, finding no fault in the system (grounding installed, plate installed and at no time has the device given any alarm signs). The patient was visually checked and does not present any skin lesions. The patient did not felt any pain or burning anywhere in the body. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. T was reported that the cutter ignited, causing a fire to the chlorhexidine gauze, which had been in close proximity, resulting in a serious incident. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.